Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed and not detected on bus. A field service engineer verified the customer issue. The auxiliary half-height enhanced drawer 4.2 on cubie e1 experienced a rewrite error, replaced the drawer controller board and successfully cleared the failure. The customer recovered successfully, logged into the hardware test application (hta) and ran the final test on the auxiliary half-height enhanced drawer 4.2. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4.2 on the aux stayed off the bus. Customer had rebooted the system and reseated the cable, but the drawer remained unavailable, displaying the message device not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.